Manufacturer narrative:
Patient reported these accidents were not due to device failure. Patient is (B)(6). Normal bmi range is 18.5-24.9 so patient's bmi is on the lower end of normal. V-go 20 was too much basal insulin. Patient said the hypoglycemia was due to he required less insulin than the v-go 20 can provide. It is the opinion of the ae assessor that there is no evidence of device failure in this report.

Event description:
The patient stated when he was using v-go for about a month he was getting low blood sugar readings every day. The patient said he was in two car accidents. The patient said his reading would go down to 30.